Event description:
The customer reported the system will not produce x-rays and must be rebooted after it has been idle. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and the fluoro functions board. The system operates as intended.